Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic evert while on the pump. The reporter stated that the patient had a blood glucose between 21 and 26 mmol/l with symptoms of vomiting, disorientation, abdominal pain, confusion, and nausea. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient alleged that the pump emitted a warning that they had reached the maximum daily dose of insulin delivered at 6 pm and was without insulin from the pump until 12 am that night. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.